Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the drill fractured. No fragments were retained by the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H4: dates for the supplier lots: manufacture date for (B)(4) : 09-17-2018; manufacture date for (B)(4) : 09-17-2018; manufacture date for (B)(4) : 04-30-2019. Quantity of one device was returned for evaluation. The part and lot information was verified. Visual examination identified the tip to be fractured. Scratches and other wear marks were noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.